Event description:
A site in the (B)(6) reported that an insurance company attorney sent them a claim that a client received a laser hair removal treatment and immediately after the session she suffered burns as a result of treatment.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2012 with no issues found. The treatment parameters reportedly used by the operator were: 18mm spot size, 10ms pulse duration, 22j/cm2, and 30/20/0 dcd setting, which are within the parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit that was claimed to be involved and reported that the unit that was claimed to be involved and reported that the unit was operating within specification.